Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 200 mcg/ml at 15mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the patient reported that he had his catheter removed in 2016 due to the formation of a granuloma. The pump had remained in the pocket and non-functional. The day of the report a new catheter was inserted, the old pump was explanted and the new pump and catheter were implanted. It was noted as ¿n/a¿ if there were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.